Event description:
It was reported that the wake button required multiple presses to operate and made it difficult to turn the screen on or off. There was no adverse impact to the customer's blood glucose level reported. The device is being returned for investigation, and a replacement pump was provided.